Event description:
During use of the device for a cardiopulmonary bypass procedure, the roller pump unexpectedly stopped without an audible alarm or warning signals. The user was able to restart the roller pump, and the procedure concluded without incident. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.